Manufacturer narrative:
Investigation summary ==> impella cp sn (B)(6) returned for evaluation. Optical signal issue - while using shockwave in the proximal om the placement signal was lost around the 25-30th pulse. Flows remained, bp stable, and support continued until completion. Data log review shows ps rails to 3000 after 30 minutes of support, snr drops to zero. The returned pumped passed laser light continuity and showed an snr value of 1, indicating a broken sensor face. The cause of the optical signal issue was shockwave interaction as the clinical noted the issue occurred during shockwave use, and both the data logs and returned product show a broken sensor face. However, the distance between the shockwave and the optical sensor are not known. Device history lot: device lot: 1958585. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. While using the shockwave device, the impella placement signal was temporarily lost. Despite this, device flows and the patient¿s blood pressure remained stable, and impella support was maintained. The placement signal issue resolved without intervention, and support continued until the end of the case. The patient¿s condition stabilized following the procedure, and the impella cp was successfully explanted.